Event description:
It was reported that the customer's insulin pump did not give a no delivery alarm. The customer's mother stated that the customer had diabetic ketoacidosis and high blood glucose levels of 29 mmol/l but was not hospitalized. The customer's mother then stated that there is a strange noise when the insulin pump is being primed and rewound. The customer's mother also stated that there was sometimes a bit of blood in the infusion set but no bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.